Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and experienced diaphragmatic stimulation. It was also reported that the right atrial (ra) lead exhibited high thresholds and dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.